Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 500 mg/dl. The customer stated that she had some bent cannulas since the event. Programming was correct. Troubleshooting was performed and the insulin pump passed the fixed prime. Nothing further was reported.